Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. No action will be taken for this occurrence, as the root cause is unknown. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing has been made aware of this complaint. (B)(4).

Event description:
A nurse reported that cassette leakage occurred during a vitrectomy procedure. The cassette was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the returned sample was visually inspected and no obvious defects were found. No occlusion was observed in the manifolds. The ball in the check valve of the drip chamber moved freely per specification. A calibrated console representing the current software version was used to test the sample. The submerge leak test was performed on the cassette. No leakage was observed. The sample could prime and tune with the hand piece successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).